Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient¿s deep brain stimulation implantable pulse generator (ipg) stopped working late saturday night after which the patient (pt) experienced tremoring. The patient stated the device did not turn off due to a dead battery as it was charged daily and the implant battery level was back to normal. The patient used their programmer to synchronize with the implant and turn therapy back on after changing programmer batteries. Upon reactivation of therapy, the patient initially initially felt awful with numbness in their tongue but that subsided and pt confirmed the tremoring stopped. The patient was redirected to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported that the healthcare provider determined that the implantable neurostimulator was disabled as it went too long without charging.